Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. Customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.